Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n205293002, implanted: (B)(6) 2009, product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (15 mg/ml at 9.809 mg/day) via an implantable pump for failed back surgery syndrome and spinal pain indications. It was reported that the patient's pump pocket was opened on (B)(6) 2022 to perform a pump exchange. Surgeon indicated presence of pus around pocket. There were concerns of infection. Pump explanted and pocket closed with drain. It was unknown if there were any factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.